Event description:
The following has been reported: nurse reported: "vanco administered. Rn went to remove tubing, end of tubing broke off in microclave.". "I have this tubing set and will send in tomorrow.". Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: administration set breaks (any part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to a lack of compatibility of the luer lock with alcohol or another assembled component. The potential root cause could also be related to improper use by the customer where they exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. An internal investigation was opened to determine the exact root cause. The current process controls detection include post sterilization sampling final inspection; the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, sampling visual inspection is performed for rotating luer lock at incoming inspection area.